Event description:
The customer contact reported the device did not deliver. It was reported that the bolus cord was connected to a gemstar pump and being used to deliver an unspecified medication. No specific pump programming parameters were provided. It was reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. No specific details were provided. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided, including if the bolus cord was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.